Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a visual inspection of the pump showed that the pump casing by the near top right corner of the display was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.